Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. Doi: unknown, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
(B)(4). Investigation summary - no device associated with this report was received for examination. Device history lot - c09907. Device history batch - null. Device history review - no anomalies or deviations were identified during the review. Parts were processed per standard manufacturing processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.